Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pauses. Some intermittent loss of right ventricular (rv) capture was noted on implantable pulse generator (ipg) which had reached normal elective replacement indicator (eri) . Atrial undersensing was noted on the right atrial (ra) lead. The ra lead remains in use. The implantable pulse generator (ipg) was explanted and replaced with a bi-ventricular pacemaker. No further patient complications have been reported as a result of this event.